Event description:
The hcp reported the pt presented in 2001 with signs of an infection of the catheter. These included redness, swelling, drainage, pain, and incisional wound opening. A culture of the lumbar region was positive for pseudomonas and the pt was diagnosed with meningitis. The pt was treated with both IV and oral antibiotics, total device system explant, and wound packing of the back incision. The infection resolved and there was no drug withdrawal. The pt had risk factors of urinary tract infections and a 25 year history of multiple sclerosis.